Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 29 mmol/l. Customer declined to troubleshooting for high blood glucose. Customer reported insulin pump got insulin flow block alerts. Troubleshooting was done for insulin flow block alert during fill cannula stage. Insulin exited after troubleshooting. Insulin pump will not be returned for analysis.